Event description:
At the beginning of shift, noted an audible cuff leak on pts ett. Volumes mismatched on vent (i.e. In = 500, out = 300). Not desaturating. Called rt to bedside. Air added to ett cuff and stopcock added to pilot balloon - has been working in cases w/ slow cuff leaks. Rts added about 20ccs to cuff w/ stopcock, still notable cuff leak. Micu team and fellow updated. Micu fellow came in and exchanged ett over a bougie. Charge rn aware. Ett info: #7.5 microcuff oronasal tube. No lot or ID # on tube. Once the tube was out, re-tested cuff w/ air and it appeared intact. After ett exchange (meds included roc, etomidate, propofol), patient did require an increase in levo after dropping his blood pressure. Was temporary and we were able to down-titrate levo afterwards.